Event description:
It was reported that the pump touchscreen was dinged up and had dents, causing it to be difficult to read and delayed in responding to touch. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.